Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/16/2017 with the following findings: a review of the pump history showed that the pump was not in use between (B)(6) 2016. The typical alarms were observed in the alarm history. The pump was exercised for 24 hours with no alarms duplicated during this time. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, animas contacted the reporter regarding the certificate of medical need. A family member informed the representative that the patient was hospitalized. No further information was provided. Animas has made multiple attempts to contact the patient for additional information. If additional information is received, an updated report will be filed.